Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the disposable tracheostomy silicone cannula was tested during the operation, and the air bag was found to be leaking. There was no patient involvement, and no patient harm/adverse event reported.